Manufacturer narrative:
Additional narrative: examination of the reported device was not possible as it was not returned. A search of the complaints databases identified no other reports against the provided femoral head product/lot code combination since its release to distribution. It was reported the depuy device was used in conjunction with a competitor's acetabular system. This use of a depuy device is not recommended and is considered off label use. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppd and medical records received. This complaint is legal. Ppd alleges dislocation. After review of the medical records for MDR reportability, the revision operative note confirmed instability and dislocation. The liner and cup were not a depuy product. There was also mention of impingement. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).